Event description:
It was reported by the patient that he had experienced 2 shocks and was told by the manufacturer's representative that the lead had fractured. The lead was explanted and replaced the next morning. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. It was reported by the patient that he had experienced 2 shocks and was told by the manufacturer's representative that the lead had fractured. The lead was explanted and replaced the next morning. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, lead(s), fracture of, shock, inappropriate.